Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1) and bard/davol composix l/p (device #3). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, (B)(6) 2008, or (B)(6) 2009, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; bard soft mesh, composix e/x (device #1), composix kugel hernia patch (device #2), and composix l/p (device #3). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As alleged, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the composix e/x (device #1), composix kugel hernia patch (device #2) and composix l/p (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.